Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A distributor of the dexcom device in (B)(4) contacted dexcom technical support on (B)(6) 2011, to report that a patient experienced inaccuracy in cgm readings during an extreme low (cgm 180 mg/dl, bg 39 mg/dl). Patient required medical intervention and called the paramedics.